Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no patient information to date after calls to end user 05/15/25 and 05/22/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Event description:
It was reported that there was a malfunction resulting in a leak greater than 4.5 lpm during a case. There was no patient injury.